Event description:
Occurred sometime between 5/31/05 - 6/3/05. Unit was on a patient at the time of the event. No patient harm. Setting are not available. Settings were changed by biomed for testing purposes. Unit alarming when circuit is disconnected.